Manufacturer narrative:
The reported event that cannulated screw asnis iii ø4.0x40mm tl13.5mm was alleged of issue breakage during surgery could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not returned.

Event description:
The initial procedure was performed on (B)(6) 2016. Implanted the asnis3 4.0mm screw. On (B)(6) 2017, attempted to remove the asnis 3 4.0mm screw with extractor, but it was broke the head of screw. Then attempted to remove the remaining part using extractor. The tip of the extractor broke. The broken screw and broken extractor tip remained in the patient.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The initial procedure was performed on (B)(6) 2016. Implanted the asnis3 4.0mm screw. On (B)(6) 2017, attempted to remove the asnis 3 4.0mm screw with extractor, but it was broke the head of screw. Then attempted to remove the remaining part using extractor. The tip of the extractor broke. The broken screw and broken extractor tip remained in the patient.